Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power cord cover and keyboard need to be fixed, the power cord door was broken, and further evaluation revealed the keyboard connector was damaged, as a result the power cord door and keyboard were replaced. The hinge plate screw was missing. It could not be confirmed that the stylus was not functional. Further inspection found that the stylus wasout of specification and broken, so the stylus was replaced and calibrated.

Event description:
It was reported the programmer was dropped. There was physical case damage, and the power cord cover and keyboard need to be fixed. The touch pen also does not work. It is unknown if the touch pen issue occurred before or after the programmer was dropped. The programmer was returned for repair. No patient complications were reported as a result of this event.